Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. According to the complainant, the patient had a history of seizure. The physician was "comfortable for the patient to undergo the therapy" the procedure "was 100 percent perfect" and there were no issues with the device. Following the procedure, post anesthesia, the patient had a seizure. The patient was hospitalized. The exact date and time of when the seizure occurred is unknown. On (B)(6) 2015, it was reported that the patient was transferred to another facility to help with the seizures. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. According to precautions outlined in the alair catheter directions for use (dfu), caution should be taken in patients with the following condition due to a potential increased risk of adverse events that may be associated with the procedure: epilepsy. The dfu states that patients with this condition were not studied in the pivotal trial and safety of alair treatment for such patients has not been determined.